Event description:
Event: unresolved type1 endoleak. Event narrative: patient with a tortuous and angulated superior neck. Deployment of the graft was uneventful. Final angiogram showed a type 1 endoleak at the superior attachment system. No intervention was performed at the conclusion of the procedure. The patient is scheduled to be seen in one month for re-evaluation.